Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported the unit has no mains light emitting diode (led) and will only run on battery. The remote service technician indicated the power supply may be faulty and provided part identification (ID). The customer replaced the power supply and the unit ran for several hours, however the blower now runs intermittently and unit fails block y test during extended self-test (est). The customer indicated the power supply was replaced to correct the issue of no alternating current (ac) mains led. Now the unit operates however they have found that the blower works intermittently. The remote service technician advised the customer to replace the blower and blower motor controller. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer reported replacing the power supply, blower motor controller, and the blower corrected the issue.